Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer patient connector had three damaged slots and a fourth one that had a slot wire loose down inside it. Concomitant medical products: product ID 2067l radio frequency head. (B)(4) .

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.